Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the drainage eyes of the catheter were not placed in the correct position.

Manufacturer narrative:
The reported event was confirmed as manufacturing related. Visual evaluation of the returned sample noted one opened (no original packaging present) vinyl catheter with eyes punched on the end without the tip, which was the wrong end. Punching the catheter eyes on the end opposite the tip of the catheter does not align with the layout. As a result, it was found out of specification. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use."

Event description:
It was reported that the drainage eyes of the catheter were not placed in the correct position.